Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017 the patient experienced an acute, symptomatic intracranial hemorrhage with a modified rankin score of 5. The patient experienced a left frontal intraparenchymal hemorrhage with 1.9 cm midline shift and intraventricular hemorrhage occupying the right lateral, third and fourth ventricle. The patient¿s treatment included hospitalization, and unspecified medical or surgical intervention. It was reported that the patient expired on (B)(6) 2017 due to stroke. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported stroke and subsequent patient outcome could not be conclusively determined. Stroke, bleeding and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.